Event description:
Reporter called on behalf of husband's meter which rec'd the er1 message 8 times in a row while she was performing a control solution test. Reporter stated she was using proper technique in each case. Test solution and test strips were not expired.